Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they began experiencing discomfort with their bite some time ago, as if their jaw is not sitting correctly. They went to get a comprehensive exam at their dentist and it was discovered that their bite is indeed off and needs further correction. Their dentist has confirmed the alignment is not correct and that they need further correction.